Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies; no observed issues were observed with the pump supplies. Occlusion was resolved. There was no reported impact to customer's blood glucose.